Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/19/2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 additional information was requested, the following was obtained: please confirm the number of sutures that broke during this procedure? Unknown. Did the event occur during one or multiple patient procedures? Unknown. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Unknown. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one open box with six unopened samples that pertain to the product code v120g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the threads always break" * please confirm the number of sutures that broke during this procedure? * did the event occur during one or multiple patient procedures? * what is the total number of procedures? * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05458 2210968-2024-05459

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the threads always break. There was no patient consequence. Additional information was requested.